Event description:
The pump was returned for investigation. Investigation revealed that all of the keypad buttons were intermittently unresponsive. Investigation also revealed that there was contamination under the key contacts. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the keypad buttons were intermittently unresponsive. Investigation also revealed that there was contamination under the key contacts.